Event description:
It was reported that the ventilator generated an alarm restart the ventilator and the screen gone blank. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a restart ventilator alarm and the screen went blank for a few seconds and then returned to normal operation. The ventilator was investigated by our field service engineer on site. The issue was solved by replacing the monitoring printed circuit board. After replacement, the pre-use check passed the test and the ventilator is cleared for clinical use. Alarm restart ventilator, indicates a communication error between the panel and monitoring subsystems. The root cause is considered to be a random component failure without any design or manufacturing issue or an open circuit.

Event description:
Manufacturers ref: #(B)(4).